Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection. Dexcom representative advised the patient's mother on the device's bluetooth feature. Patient's mother will move the receiver closer if the patient is in another room. No additional patient or event information is available.